Manufacturer narrative:
The customer reported that the instrument was leaking from the tubing going to the color gravity module (cgm). The customer resolved the leaking themselves without the field service engineer having to be called out. The customer has ot called back to report a recurrence bec internal identifier for this report is (B)(6).

Event description:
The customer stated that there was a contained fluid leak from the cgm tubing on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.